Event description:
It was reported that the front wheel fell off and the end user fell, fracturing her arm.

Manufacturer narrative:
It was reported that the end user was ambulating outside with the rollator when the left front wheel suddenly came off and the end user fell and suffered a fractured arm. She apparently was hospitalized. It was reported that the end user did well. There are no other details related to the actual incident or the end user. It is unknown how long the end user had the rollator. The sample was received and evaluated. The reported issue could not be confirmed. All wheels were functional and intact. The left front wheel was more wobbly than the right front wheel. However, the bolt was still in place and did not fall off even when it was pulled out straight. When the bolt was uninstalled with the help of a tool, the threads on the bolt and on the aluminum frame were found to be intact. We could not confirm the reported incident with the sample received. However, due to the reported injury, a MDR is being filed.